Event description:
According to the reporter: the black sheath covering the instrument splintered during use and three pieces from the device were removed from the abdominal cavity. X-ray examination show no residual pieces of the plastic was left in the pt. No further pt or clinical issue was reported.

Manufacturer narrative:
(B) (4)